Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture. The patient had been sick and is currently very ill. The patient is not pacemaker dependent and will be monitored.